Event description:
The manufacturer received information alleging a ventilator was not showing the internal battery. There was no harm or injury reported. The device was returned to a third party service center for evaluation and the investigation is ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not showing the internal battery. There was no harm or injury reported. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. During evaluation, the device failed to power on. The power management board was replaced to address the issue.